Event description:
It was reported the lead impedance was high and out of range during implant. Loss of capture and decreased sensing were also noted. The lead was not used and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: normal analysis. No anomaly was found.